Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was returned for preventative maintenance. During routine maintenance, it was discovered that all calibration readings were out of specification, except for reading 24. Air was leaking from swivel. Swivel, motor and all worn or damaged components needs to be replaced. There was no patient involvement. Due diligence is complete as no additional information is available.